Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that he helix of the lead was extrinsically compressed. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The helix of the lead would not retract and the physician did not feel comfortable implanting the lead. The lead was removed from use and a new lead was implanted. No patient complications have been reported as a result of this event.